Manufacturer narrative:
Ileus. Seroma occurred, infection occurred, dehiscence occurred, pneumonia occurred, thromboembolism occurred, c diff colitis occurred, ileus occurred, hematoma occurred, cardiac tamponade occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / vicryl mesh, involved caused and/or contributed to the adverse events described in the article, specifically: seromas, surgical site infection, skin dehiscence, pneumonia, thromboembolism, c. Diff colitis, postoperative ileus, new onset atrial fibrillation and pericardial effusion resulting in cardiac tamponade, retroperitoneal hematoma, ischemic colostomy, congestive heart failure exacerbation? If yes, provide details of event and specific product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, vicryl mesh?

Event description:
It was reported that the patient underwent an abdominal wall reconstruction procedure between (B)(6) 2011 to (B)(6) 2015 and a mesh bridge was implanted. Post operative complications included seromas, deep or superficial surgical site infections, skin dehiscence, pneumonia, thromboembolism, c. Diff colitis, postoperative ileus, new onset atrial fibrillation and pericardial effusion resulting in cardiac tamponade, retroperitoneal hematoma, ischemic colostomy, and/or chf exacerbation. Additional information was requested.